Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level was over 400mg/dl. The customer states they had not been using sensors. The customer was inquiring about receiving their sensors. The customer states there were no issues with the pump. No further assistance provided at this time.